Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and it was stuck on the blue screen. A field service engineer verified the issue and confirmed the device was not communicating due to loss of wireless fidelity connectivity after being powered off, reconnected the device to wireless fidelity (wifi), performed a database synchronization to restore communication with the server, and rebooted the unit, confirmed successful communication with the server after restart. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating, and it was stuck on the blue screen. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.